Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that signal loss over one hour occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced signal loss occurring 15-60 minutes from multiple devices while they were not more than 20 feet or 6-meter away from the transmitter for more than 15min. The episode occurred 8 days after the sensor had been inserted in the arm. The patient uses insulet omnipod5 in modified closed loop. The patient mentioned that there was a time when she got home and her bg was 600-1000 mg/dl, so she gave herself insulin. Later, at 3 in the morning her bg went down to 30 mg/dl and she had to go to the hospital. The patient did not provide details of the exact date of the issue, symptoms, medication or medical procedure that was done in the hospital nor who bought her at the hospital. During the time of the call the same day, the patient was back home and doing fine. Attempts to contact the patient for further details about the event were reportedly unsuccessful. Data investigation confirmed signal loss as signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.